Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it was reported at 400 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.